Event description:
As reported by customer, it was not possible to eliminate air from a 3-valve manifold during preparation for a procedure. The air elimination step was performed after the manifold was connected to a catheter, but microbubbles would not be eliminated. The device was not used and there was no patient injury.